Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a pump alarm was heard and was confirmed by telemetry. The low reservoir alarm volume was 2ml and the low reservoir alarm occurred on (B)(6) 2015. The healthcare provider (hcp) believed the empty reservoir alarm sounded on (B)(6) 2015. The patient noticed more tremors which started on (B)(6) 2015. The pump was refilled and the hcp decreased the lioresal dose from 215mcg/day to 100mcg/day. The patient recovered without permanent impairment.